Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated the trial went well, but the ins never worked. Pt said the rep turned stim on 2 weeks after implant and pt has had no pain relief on their right side and would have to turn stim up to the highest setting on the left side until they could feel any stim. Pt said they'd gone back and forth with rep for reprogramming and the last time they met, the rep said there were some impedance issues. Rep said 3-4 pads on the right side were showing bad or do not use and redirected to the surgeon for an MRI. Pt said they had the MRI and the healthcare provider (hcp) said they couldn't replace the leads just because they don't work and that pt probably had some scar tissue build up between the time of their trial and the implant which was impeding the ability for lead to work. Pt had not been able to contact rep and was eventually able to contact rep derek from the trial, who said cynthia no longer worked for. Pt told rep derek they were going to ask hcp to explant the device at yesterday's appointment, but rep wanted to try some more programming first. Pt said the hcp told them they also have some damage at l2-l3 and was going to do some injections there. Pt said they were in pain and was upset with the situation saying this was no way to run a business and that they were going to have to see a lawyer too. The patient was redirected to their healthcare provider to further address the issue. A response was received from the patient stating they had a grate experience with their trial, but their permanent implant has never functioned well, and they get no response on the right side. They met with a representative stating patient's pads were showing impedance issues. Patient states they met with other representatives who've tried reprogramming with no success. They are waiting on the implanting surgeon to have their device explanted. Issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023. Product type: lead. Product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-sep-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 14-sep-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.